Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post l4 <(>&<)> l5 lumber spine fixation through posterior approach, transpedicular in a patient diagnosed with spinal cord stenosis. It was reported that pedicle screw head got disengaged from the screw shaft 2 days after the surgery. Patient complained of back pain <(>&<)> elevation was seen on the skin. Revision surgery was done to replace the faulty implant. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device was lost in transit and was not returned for evaluation hence, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.